Event description:
Four patients developed urinary tract infections (uti), within a one week time period, following diagnostic cystoscopy procedures utilizing two olympus flexible cystoscopes. Of the four patients, one patient develop0ed an elevated temperatue and went to the hospital; one patient was in the hospital when his temperature became elevated and information regarding the last two patients is unknown since patient names are not available, according to the office nurse. As far as the nurse can recall, she assumes that urine cultures were performed on all patients and all patients were successfully treated with antibiotics. The office staff does not know the cause of the infections since no formal investigation was performed. The facility did not culture the cystoscopes to determine if they contributed to these events and neither an infection control practitioner or a medical epidemiologist were called in.